Manufacturer narrative:
On (B)(6) 2025, a bronchoscopy procedure was performed using the noah galaxy device, and no device-related issues were reported during the case. The procedure was completed successfully, and the patient was discharged. Immediate post-procedure x-ray showed no evidence of pneumothorax. Approximately three hours later, the patient returned with respiratory distress and subsequently experienced cardiac arrest. A pneumothorax was identified, and the patient was admitted and was treated with targeted temperature management. The physician did not attribute these serious adverse events to the galaxy device. A clinical engineer conducted a log review, which did not reveal any device-related malfunctions or user errors. On august 4, 2025, the company representative was notified that the patient had passed away. The physician attributed the cause of death to bilateral pneumothorax resulting from the thymectomy and confirmed that the galaxy device was not considered a contributing factor.

Event description:
A galaxy-assisted bronchoscopy procedure was performed on a patient with no device-related malfunctions observed. The patient was discharged the same day; however, approximately three hours later, the patient returned with respiratory distress, experienced cardiac arrest, and was found to have a pneumothorax. The physician did not attribute these events to the use of the galaxy device. On august 4, 2025, the company representative was informed that the patient had unfortunately passed away. The physician attributed the cause of death to bilateral pneumothorax resulting from the thymectomy and confirmed that the galaxy device was not considered a contributing factor.